Event description:
Customer reports that valve was explanted due to malfunction. Customer was not able to provide anymore information.

Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the investigation, a follow up report will be filed.